Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged motor rewind issue was not duplicated. The pump powered up and functioned properly. Typical use was observed in the black box and alarm history. A rewind/load/prime sequence was completed without any alarms or unusual noise. The piston was able ot rewind and advance fully without any incidences.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the rewind step stopped before completion and the ¿ok¿ button was not pressed during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.